Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Inspection of the device revealed that the distal tip was found bent and stretched. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure, following a review of the reported event details and available information. During product analysis it was observed the distal tip bent and stretched, these issues could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling or technique, causing the reported event.

Event description:
It was reported that the burr was stuck with the wire. A 1.25mm rotapro and rotawire drive was selected for use. During withdrawal of the burr, there was resistance, and the burr could not be pulled out from the wire. The burr was removed together with the guidewire. The procedure was completed. There was no patient injury.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the burr was stuck with the wire. A 1.25 mm rotapro and rotawire drive was selected for use. During withdrawal of the burr, there was resistance, and the burr could not be pulled out from the wire. The burr was removed together with the guidewire. The procedure was completed. There was no patient injury.